Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by spouse that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 29 mg/dl while wearing the pod longer than 48 hours. According to spouse, a friend found patient unresponsive at home and called an ambulance; patient was also reportedly confused after regaining consciousness. The patient was treated with glucose and paramedics stayed for about an hour.